Event description:
Reportedly, unexpected battery impedance evolution was observed. The impedance rose in about one year from 2 kohm (residual longevity estimated was 2.2 years) to 5.15 kohm (residual longevity estimated was 5 months). The device was explanted and should be returned for analysis.

Event description:
Reportedly, unexpected battery impedance evolution was observed. The impedance rose in about one year from 2 kohm (residual longevity estimated was 2.2 years) to 5.15 kohm (residual longevity estimated was 5 months). The device was explanted and should be returned for analysis.